Manufacturer narrative:
Qn# (B)(4). The customer returned one, opened cvc kit for analysis. Signs-of-use in the form of biological material was observed inside the arrow raulerson syringe (ars). Visual examination of the components did not reveal any defects or anomalies. The hub of the introducer needle fit snug on the nose of the ars syringe. The returned sample was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU instructs the user, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The hub of the introducer needle was connected to the ars syringe. The needle was submerged in water, and aspiration was replicated. The plunger was then depressed, and water exited the bevel of the needle. No leaks were detected during aspiration or purging of the water. The connection between the syringe and the needle was compared with a lab inventory ars syringe and introducer needle. The returned ars was attached to a lab inventory introducer needle. The returned introducer needle was attached to a lab inventory ars. No major differences were detected. The nose of the ars was inserted into the female luer gage and was within the specified range. The hub of the needle was tested with the male luer gage and was within the specified range. This indicates that the luers conform to iso 594-1:1986. A device history record review was performed with no relevant findings. The IFU provided with this kit instructs the user, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The customer report of a ars syringe/needle connection issue could not be confirmed by complaint investigation. No anomalies were identified. The returned syringe and introducer needle were able to aspirate and purge water with no leaks being detected. The connection between the needles and the syringe was also compared to another syringe and needle from lab inventory and no major differences were detected. Both luer connectors met iso 594-1:1986 luer taper requirements. A device history record review was performed with no relevant findings. No problem was found with the returned components. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported the connection of the ars syringe and needle was not secure during puncture on the patient. No patient harm reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the connection of the ars syringe and needle was not secure during puncture on the patient. No patient harm reported.